Event description:
Same case as MDR ID: 2134265-2013-02903. It was reported that during preparation for a rotational atherectomy procedure foreign material was noted on the guide wires. The target lesion being treated was located in the left anterior descending (lad) artery. A rotawire guide wire was unpacked and it was noted that something was stuck on the wire. A second rotawire guide wire was unpacked and it was again noted that something was stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-02903. It was reported that during preparation for a rotational atherectomy procedure foreign material was noted on the guide wires. The target lesion being treated was located in the left anterior descending (lad) artery. A rotawire guide wire was unpacked and it was noted that something was stuck on the wire. A second rotawire guide wire was unpacked and it was again noted that something was stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).